Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. A review of ticket trending did not identify any related trends. Device history review did not identify any non-conformances or deviations with the lot number and complaint issue. Accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. The initial result was 778.86 miu/ml (reference interval <5 miu/ml). The patient was not pregnant, so the result was questioned as being too high. The sample was retested, and the result was <1.2 miu/ml, which was consistent with the clinical situation. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed falsely elevated architect total b-hcg results for one patient. The initial result was 778.86 miu/ml (reference interval <5 miu/ml). The patient was not pregnant, so the result was questioned as being too high. The sample was retested, and the result was <1.2 miu/ml, which was consistent with the clinical situation. No impact to patient management was reported.